Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that the patient's left hip was revised after patient complaint of pain. Intra-operatively, excessive black tissue, significant trunnion wear, and corrosion were noted. Patient's entire hip construct was removed and a spacer was placed as the surgeon also suspected infection (infecting microorganism not reported to rep).